Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the product and clinical data were received for evaluation. After a thorough review of all the episodes in question, the licensed an notations specialists have concluded that all episodes were correctly labeled and identified as false atrial fibrillation (af) and properly withheld by the artificial intelligence (ai) algorithm from the remote monitoring network. It was determined those were sinus tachycardia with sinus arrhythmias and frequent premature ventricular contraction (pvcs) morphologies in singles, doubles, bigeminal patterns, and runs of ventricular tachycardia (vt). The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer stated they had interrogated an implantable loop recorder (ilr) in emergency room (ER) using mobile tablet software and at that time it displayed several atrial fibrillation (af) episodes, however when the session synchronized in to the patient management database application via the remote monitoring network, it did not shown any of the episodes that occurred and displayed as zero af episodes. It was noted that the indication for the device was stroke episodes and then seeing these episodes can change the medical management. User inquired why these episodes were not being stored and stated if the patient was not been checked in ER they would have not known that the episodes occurred and patient not be anticoagulated. Technical support was provided; verified and explained the reason they were able to see the af episode on an in person check and not in the remote monitoring network was because the episodes were being adjudicated as false by artificial intelligence (ai) algorithm. The ai algorithm was applied on the remote monitoring network and the user was able to see the episodes when interrogating the device in clinic because ai algorithm was not being applied on anything they would use to interrogate. Advised that the counters indicating zero af episodes in the remote monitoring network was an accurate af episode count. User asked the possibility to disable ai as it appeared they were missing true af episodes and the patient may need anticoagulation based on findings. Technical support agent advised to bring the patient in clinic to interrogate the device if they would like to review ai adjudicated episodes.